Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead the patient presented with t-wave oversensing (twos) post bi-ventricular pace, but the histogram shows perfect numbers. No testing or no intervention was performed. The rv lead remains in use. No patient complications have been reported as a result of this event.